Event description:
It was reported that during prep of the device, the physician grabbed the middle of the yellow protective sheath and tried to remove the sheath but the sheath could not be removed from the implant. No patient involvement. No additional information was provided. Returned device analysis noted that the balloon was separated at the proximal seal.

Manufacturer narrative:
(B)(4). Date of event estimatedthough the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.evaluation summary:the device was returned for evaluation. The balloon was separated from the outer member at the proximal balloon seal. Follow-up with the site stated the reported separation may have occured during the returning process; however this was not confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove protective sheaths reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.